Event description:
Customer claims having worked with cidex solution in the endoscopy laboratory and developed shortness of breath, chest discomfort and "all the symptoms." Pt has had a heart catheter and lung tests. The doctor calls it "reactive airway." Pt asthma. Although pt noted taking 4 medications for respiratory condition, pt would not disclose what they are.